Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of discomfort is a know risk associated with an ambicor penile prosthesis (app) implant and is noted in the device instructions for use. Based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Labeling review: a labeling review was performed and according to the app instruction for use document, "discomfort" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to patient having discomfort from both cylinders and the patient is unhappy with the lack of rigidity in the device during use. The ipp remains implanted and active and the physician does not want to revise the device due to the risk involved in the surgery.